Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review cannot be performed because remote system logs are not available at this time. A medical review of the information provided was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso, "unlikely resulting from the procedure due to intracranial artery occlusion is not at-risk during lung surgery. More likely related to underlying patient disease." Additionally, per the mso, the event is not related to a da vinci device but possibly related to the investigational procedure.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary lobectomy procedure. The next day, the patient experienced a stroke with left-sided hemiplegia and slowed speech. The neurologist on-call was immediately contacted and the patient underwent a cranial CT scan, which showed thrombotic occlusion at the apex of the right carotid siphon and at the m1 segment of the ipsilateral middle cerebral artery. The patient underwent an endovascular thrombectomy procedure and the event resulted in a prolonged high dependency unit (hdu) stay. One day later, due to deterioration of condition (patient in a coma), she underwent a right fronto-temporo-parietal craniectomy. The event is currently captured as ongoing. There was no report of a da vinci device malfunction. The study investigator reported the event as serious, a clavien-dindo grade iiib, not related to a da vinci device, but possibly related to the procedure and the patient's underlying disease status. The investigator also reported that the patient's prior health condition of hypertension and former heavy smoker as possibly relevant to this incident. Multiple requests for additional information have been made, no response has been received.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: five months after the original surgical procedure the patient underwent a planned neurosurgical intervention for cranial wound closure. After the procedure, the patient experienced an epileptic crisis which was resistant to therapy. The event is ongoing, and the patient remains hospitalized.

Event description:
Refer to h11 for follow-up information.